Manufacturer narrative:
Additional suspect medical device component involved in the event: model # sc-3138-55, serial (B)(4), description: scs phiii ext 55 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The physician decided to explant two leads in order to change the patients current therapy strategy. Per the physicians assessment device malfunction is not suspected. The patient is doing well post-operatively.

Manufacturer narrative:
Additional information was received that the patients need for new therapy was to address pre-existing pain that was not being covered by the previously implanted leads.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The physician decided to explant two leads in order to change the patients current therapy strategy. Per the physicians assessment device malfunction is not suspected. The patient is doing well post-operatively.

Manufacturer narrative:
Additional information was received that three lead extensions were explanted during the procedure, not two leads. Additional suspect medical device component involved in the event: model: sc-3138-55 serial: (B)(4) description: scs phiii ext 55cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The physician decided to explant two leads in order to change the patients current therapy strategy. Per the physicians assessment device malfunction is not suspected. The patient is doing well post-operatively.